Manufacturer narrative:
The device was not returned to the manufacturer. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the pulsavac plus was loud. Add'l clinical f/u with the customer indicated that the staff was complaining about the hearing loss and an individual alleged to have hearing loss.